Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon occurred due to faulty dp and cr boards (printed circuit boards). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the no-image issue was due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center had a no-image issue: occasional black screen without an image. There were no reports of patient harm.